Event description:
It was reported to medtronic neurosurgery that the physician believed the pt had overdrainage.

Manufacturer narrative:
The valve was patent. It passed siphon testing, but it did not meet requirements for reflux testing. The device also did not meet specifications for leak testing as there were tears in the top of the delta chamber. It is unk how or when this damage occurred. All pressure-flow and preimplantation testing requirements were met with the exception of the (B)(4) hp parameter. It unk what may have caused the reported overdrainage. The instructions for use that accompany the device caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. A review of the manufacturing records was not possible as no lot number was provided.